Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 134 mg/dl. No further information reported.